Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump would auto deflate. The pump and cylinders were removed and replaced with new components. No information about the patient's outcome was provided.